Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer¿s current blood glucose level was 193 mg/dl. Customer stated that they experienced thirst due to high blood glucose. Customer was treated with needle and insulin pump. Customer alleged the insulin pump for under delivery. Displacement verification test passed. Customer stated that insulin was coming out of the new tubing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used at the time of event. The device will not be returned for analysis.